Manufacturer narrative:
Insulin pump was received with constant motion sensor test failure error alarm during testing. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests due to motion sensor test failure error alarm. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer's blood glucose level was 435 mg/dl. The displacement test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.